Event description:
The helix of the lead was unable to extend or retract due to a foreign material being present at the lead tip. The lead was not used and no patient was involved.

Manufacturer narrative:
The reported events were ¿small piece of plastic in (B)(4) rotation anomaly. As received, a complete lead was returned in one piece without the steroid plug. The reported event of helix rotation anomaly was confirmed. The lead was returned with the full extended and clogged with blood/tissue. After cleaning, the could be retracted and extended. The full extension length measured within specification. The cause of the reported event of helix would not extend was isolated to the helix being clogged with blood/tissue. Visual and x-ray inspection of the lead found no anomalies.